Manufacturer narrative:
H10: multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting the v60 ventilator displayed an error indicating the machine and proximal pressure sensors failed. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in the device event log. The issue occurred after completing performance verification testing. The rse advised the bme the manufacturer's recommendation for correction. The bme confirmed replacement of the following parts: motor control (mc)-data acquisition (da) cable, da board and the mc board. The bme determined with additional evaluation the issue was caused by a failed power management (pm) printed circuit board assembly (pcba). Onsite service was requested. Investigation ongoing